Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis did not cross over and involved multiple medications and a patient. A technical support specialist (tss) noticed error states indicating a dequeue error and a connection timeout. Tss verified that the relevant knowledge article had already been applied. The tss stopped all application server services and restarted the sql server service on the database. After restarting the services on the application server, message processing resumed. The tss contacted the customer and confirmed that the issue had been resolved. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients orders were not crossing over into pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.